Event description:
The customer reported there was an air/water leakage from the body control unit of the subject device. The issue was observed when the device was being prepared for use, prior to an unspecified diagnostic procedure. There was no delay in the intended procedure. The procedure was completed using a similar device. There was no harm or injury to a patient or user. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service found the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found by service during the device evaluation (inside of the lg lens was dirty).

Manufacturer narrative:
During inspection and testing, service confirmed there was a liquid leak due to deformation of the body control unit. Corrosion was observed in the body control unit and control grip, due to leakage. The lg lens was broken and dirty. The screen quality was poor due to damage of the charge coupled device [ccd] unit. The screen was partly dark due to a scratched ccd lens, and the ccd lens was creased. Angulation in the "up" direction was out of specification due to wear of the angle wire. The scope cover was deformed. The universal cord was creased. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, resulted in the light guide lens and the adhesive being cracked allowing and the dirt invaded the lg lens. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope¿. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.